Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bopt4311) stripped and became stuck on the driver. Another driver was used to place another implant. Tooth location 13.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3 tapered implant was received. Visual inspection of the returned product identified significant nicks and gouges around the threads and the collar, likely sustained during the retrieval process. There was noticeable wear around the platform and the drive feature appeared to be stripped. The subject driver tip was not returned for inspection. The implant was functionally tested with a compatible in-house driver tip (impdtl). The driver tip was unable to fully engage and stuck into the implant drive feature. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) identified information regarding reported implant damage under section title warnings and precautions. As per the applicable IFU, highly specialized and complex surgical and restorative techniques are required to properly utilize these devices. Improper technique can lead to implant failure/damage. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. It was reported that the implant was stripped and that the implant driver was stuck in the implant. The reported event was confirmed through visual and functional inspection of the returned product in conjunction with a compatible driver. A root cause for this complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change 'no' to 'yes'.